Event description:
Customer reported to beckman coulter, inc. (Bec) that the ion selective electrode (ise) cup of the unicel dxc 600 synchron system was overflowing and leaking onto the floor. Customer reported the volume of the leak was 500 milliliters. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a cracked vacuum pump flapper. The fse replaced the vacuum pump flapper. The fse also performed preventive maintenance.

Manufacturer narrative:
Evaluation results: vacuum pump flapper. (B)(4).